Event description:
It was reported that there was no data shown in the sequence counters of the report for the implantable cardioverter defibrillator (ICD). Only question marks were displayed for the pacing percentages. The patient had recent radiation and it was their first interrogation since. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).